Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
An olympus service technician reported on behalf of the customer that during the preparation for work, it was noticed that the image from the hd autoclavable camera head was interrupted occasionally, then the damage to the cable of the camera head was discovered. The device was immediately taken out of service and sent for service. The patient was not involved in the case. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reported issues were confirmed. The cable was damaged resulting in a noisy image and air leakage. Based on the results of the investigation, a specific root cause for the cable damage could not be determined. The event can be detected/prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.